Event description:
The customer reported the power cord had exposed wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Baxter has requested for the device to be returned for analysis but it has not been received. If the device is returned, findings of the investigation will be provided in a follow up report. Although the reported event did not result in a serious injury, the report of a damaged power cord with exposed wires could potentially contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.